Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown at 65% battery life. When the pump was turned back on the touchscreen was noted to be unresponsive to presses, and the pump date was inaccurate. Customer's blood glucose level was 154 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.

Manufacturer narrative:
(B)(4).